Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the physician implanted an additional lead. Postoperatively, the patient reported receiving effective therapy.